Event description:
During an interventional procedure, the prod did not cross the lesion and the stent struts became flared. There was no pt injury.

Manufacturer narrative:
This device is available for testing and eval, but the engineering report is not yet available. Add'l info rec'd will be submitted within 30 days upon receipt.